Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) #3 involved with this complaint to perform failure analysis, and the reported problem was confirmed and replicated. In the system logs, the error 23062 was found indicating a 3-phase motor issue, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the error 23062 was triggered, indicating fault on degrees of freedom (dof) #9, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where sine cycle, carriage strength test, carriage friction high and carriage friction low test were found to be failing on dof 9. Once testing was completed, the axes controller carriage power (accp) board, carriage gearbox assembly, and instrument sterile adapter (isa) board were verified to be the source of the fault. The probable root cause is attributed to sensor errors resulted by faulty accp board, carriage gearbox assembly and isa board, all system components located on usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the error and replaced the universal surgical manipulator (usm) to correct the problem. The system was tested and verified as ready for use. Isi has not received the usm involved with this complaint as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a customer contacted technical support and reported the robot threw a fault on arm 3. The customer attempted to troubleshoot prior to calling however, on each startup, the error returned. The customer stated the surgeon disabled arm 3 and continued to operate in a three-armed configuration. Customer was able to continue to completion in this procedure however, they will need to know availability of the system as all cases for the next day will require all four arms. System logs indicate that a usm replacement will be required. There was no report of patient harm due to this event. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed.